Event description:
It was reported that the gastrointestinal videoscope had foreign material in the suction channel. The issue was found during preparation for use of an unspecified procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected data in field e1. The device was returned and evaluated. The customer reported issue was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm adhesion/clog of foreign material to/in suction channel. However, user handling (reprocessing) had deviation from instructions for use (IFU). There was no physical damage on the location where the foreign material remained as reported. A definitive root cause of the reportable issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU : detection method is described in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information: the intended procedure was completed using the similar device, with no delay.